Manufacturer narrative:
Intervention required - evaluation results: iliac arteries were severely tortuous and calcified. Adjustment for parallax.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the aortic neck diameter below the renal arteries measured 29-30 mm, 2 cm in length and it was angulated. The iliac arteries were severely tortuous and calcified. The renal arteries were at about the same level and the right renal artery had high grade stenosis (calcific shelf). After the bifurcated stent graft was implanted, the stenosis appears to be more in the right renal artery and required a stent to be implanted. It was also reported that the bifurcated stent graft landed 1 cm lower than intended while adjusting for parallax. The physician elected to place an aortic cuff proximally and the inaccurate delivery was resolved. No additional clinical sequelae were reported, and the patient is fine.